Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the instrument was reused and placed back in the navigation tray.

Manufacturer narrative:
Patient age not available from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the passive planar ball probe was noted to be "flashing" while tracking. All other instruments were noted to function as designed and changing the spheres on the instruments did not restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.